Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that a syringe 5ml s/t bns had a defective stopper before use. The following was reported by the initial reporter: ¿during the goods receipt check of the lot number, we noticed that the seal was not sitting correctly in its place. We also tried to pull the syringe with water to see how the seal behaves. This led to a further "shift/deformation."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: one loose 5ml syringe was received and visually evaluated. The syringe was observed to have a jammed stopper condition. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the jammed stopper defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 0059971 is considered in compliance with our product specification requirements. H3 other text : see h.10.

Event description:
It was reported that a syringe 5ml s/t bns had a defective stopper before use. The following was reported by the initial reporter: ¿during the goods receipt check of the lot number, we noticed that the seal was not sitting correctly in its place. We also tried to pull the syringe with water to see how the seal behaves. This led to a further "shift/deformation".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a syringe 5ml s/t bns had a defective stopper before use. The following was reported by the initial reporter: ¿during the goods receipt check of the lot number, we noticed that the seal was not sitting correctly in its place. We also tried to pull the syringe with water to see how the seal behaves. This led to a further "shift/deformation".